Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation. One sample and one photo were provided to our quality team for investigation. A visual inspection was performed, and a distorted stopper was observed. Potential root cause for the distorted stopper defect is associated with the assembly process. This defect is occurring below an expected rate so no corrective actions will be made at this time. Furthermore, a device history record review was completed for provided lot number 4102025. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 309605. Batch#: 4102025. It was reported that the bd luer-lok stopper was misaligned. The following information was provided by the initial reporter: verbatim: rubber stopper misaligned on 10 ml and 1ml syringes (and missing increments).